Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after having experienced a fall, unrelated to the patients device. The patient was asymptomatic. High, out of range hv lead impedance was observed. The device was explanted and the lead was capped and replaced.